Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be slightly deformed in the distal end. This issue can be related to the reported issue. With available information the complete potential cause cannot be established. Properly handling and attention to the approved use of the device diminishes the risk of failure. According to the surgical technique: insert the connecting screw into the insertion instrument and thread it into the dhs blade. Fully tighten the assembly. Slide the appropriate dhs plate onto the insertion instrument and connect the dhs blade to the insertion instrument. For dhs blades shorter than or equal to 75 mm, take a dhs plate with short barrel. Warning: be sure that the dhs blade is unlocked before you insert it. Mount the centering sleeve onto the insertion instrument and insert the dhs blade with slight hammering. The insertion instrument should not be used for the extraction of the dhs blade. A dimensional inspection was not performed with the damage found on the device. A functional evaluation was performed and was unable to assemble with the mating device. The overall complaint was confirmed as the observed condition of the dhs/dcs-scr ø12.5 l100 sst would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> part: 280.000s-15 lot: 74136p6 manufacturing site: balsthal release to warehouse: 08-jul-2025 expiration date: 01-jul-2035 a DHR evaluation was performed for the finished device article # 280.000s-15 lot # 74136p6, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw could not be fixed into the plate intraoperatively. The dhs screw did not pass through the hole in the plate, and the plate had to be removed again.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.